Manufacturer narrative:
No parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site was having issues with their system blanking out when moving around the room. He stated a certain at certain areas of movement they were able to reestablish connection. The site noted the issue could be a loose wire on the power cable.